Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was explanted 11 days prior to report. It was noted there was battery depletion and a replacement was required as a result. It was unknown what the cause was of the battery depletion. It was stated the patient status at the time of report was alive with no injury. It was noted there were no patient symptoms associated with the event.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly, normal end of life, telemetry and output were okay. Manufacturing site ID was updated to (B)(4).